Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 4.00 x 12 synergy drug-eluting stent was selected for use. However, during unpacking, the shaft was found kinked and the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.